Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary the reported pump module powered off during use was confirmed via log analysis and identified a power interruption occurred with the suspect pump module infusing. This produced a channel disconnected alarm on the pcu stopping the pump modules infusion. However, no device malfunction was identified during laboratory testing. The suspect pcu and pump module event and error logs were retrieved using alaris system maintenance (asm) software version 12.3 to determine programming and event details related to the incident. However, the data set was not provided; therefore, the fluid libraries, guardrails drugs library, and device configurations can't be verified. Review of the suspect pcu and pump module error logs identified no errors or malfunctions relevant to the facility's complaint. Review of the suspect pump module logs indicated that the logs recorded had been overwritten, with the most recent available information dated 11mar2026. No log information from the date of the event could be retrieved from the device. The facility reported the event occurred between december 10, 2025, at 6:00 pm and december 11, 2025, at 8:00 am during an infusion of norepinephrine (64 mcg/ml). Log review identified a channel disconnect on december 10, 2025, at 11:29 pm, after which the channel disconnect alarm was confirmed by the clinician and the suspect pump module s/n (B)(6) and concomitant pump module s/n (B)(6) were reconnected within five seconds; however, the infusion on both devices were stopped when they were removed. The infusions were not reprogrammed upon reconnection. On (B)(6) 2025 at 7:50 am the infusion programmed on the suspect pump module was restored but the dose was modified to 10 mcg/min, automatically recalculating the rate to 9.375 ml/hr. At 8:09 am, the infusion was paused and the device powered off by the clinician. No errors or malfunctions relevant to the complaint were identified in the pcu or pump module error logs. The suspect pcu was received with the seal intact, confirming that it had not been opened after leaving bd production or the san diego repair center. The battery was properly installed; however, power cord was found to be from a third-party part. No other issues or anomalies were identified during the inspection. Inspection of the suspect pump module identified contamination and corrosion on the right (male) inter unit interface (iui). However, this is being considered an incidental finding as the iui was not involved in the channel disconnect reported. The left (female) iui was found in overall good condition. The alaris infusion system was evaluated in accordance with the iui failure product analysis procedure (1503-001-016-r-cfn; dir: 10000360047). Channel disconnect replication testing was performed. The alaris system was disconnected from ac power, ambulated around the laboratory, and the infusion was completed. No channel disconnections or power loss between the devices were observed throughout the procedure. It was noted during the inspection process that a third-party part was used on the alaris system. The part was not identified to have been the contributing factor for the reported incident; however, below notes bds position on the use of third-party parts usage. Bd does not recommend the use of third-party parts for the alaris system. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties. Bd strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise in the alaris system user manual. A medical device safety alert mms-21-4263-us) was sent out on 7 february 2022, warning facilities to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. The devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause the root cause of the reported issue that the pump module powered off during use is attributed to a channel disconnect, which interrupted power to the pump module infusing norepinephrine. However, the investigation could not determine whether the channel disconnect event was initiated by the clinician or if an issue occurred due to contamination on the iui connector. The inherent wiping action from when modules are attached and removed could remove debris from the iui contact points, allowing electrical connectivity to be restored. Laboratory testing found the suspect devices to be infusing within specification, and no device malfunction was identified.

Event description:
It was initially reported that the pump module turned off during use. The event occurred sometime between 10 december 2025 at 1800 and 11 december 2025 at 0800. No additional details regarding the exact time of the turn-off event were available at the time of initial reporting. On 20 december 2025, bd received additional information through due diligence followup. According to the reporter, following the device turning off, the patients blood pressure decreased from 80/51 mmhg to 53/41 mmhg, and the heart rate decreased from 91 beats per minute to 58 beats per minute. The reporter stated that no further medical interventions could be administered because the patient was maxed out of the therapy." The patient had been admitted with a diagnosis of west nile virus encephalitis. The patient expired on (B)(6) 2025 at 0807. No autopsy was performed. The reporter stated that the patient passed away due to the patients admitting and current medical issues. The primary cause of death was documented as west nile virus encephalitis, with renal failure and pneumonia listed as secondary causes. At the time of the event, the pump module was reported to have been connected to an ac power outlet. The medication being infused was a 250 ml bag of norepinephrine (concentration 64 mcg/ml) at a continuous infusion rate of 10 mcg/min (9.38 ml/hr.).